Event description:
It was reported to st. Jude medical that the patient received therapies as a result of an insulation anomaly.

Manufacturer narrative:
The device in question will not return to boston scientific because it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.